Manufacturer narrative:
The review of provided data confirmed the reported description: the charge time on (B)(6) 2024 is 19 seconds, however the device hasn¿t reached the rrt, the remaining longevity is 7 to 10 years, and the voltage is 2,95v. The charge time measurement during the manufacturing of the device was normal, in the acceptance range, at the upper part of the statistical distribution of charge time. The device has been implanted on (B)(6) 2016. The detailed analysis of the battery curve shows normal curve and no sign of irregular behaviour since the beginning of life of the subject device. The current consumption is normal. The charge time at 42 j on (B)(6) 2024 lasted 19 seconds and is longer than expected. A second charge time on (B)(6) 2024 would have shown shorter charge time duration. No shock has been delivered. No power-supply anomalies (even during charge) and no emi detections have been observed. Battery curve is normal, as well as the device consumption. Any issue is suspected on the subject device. The ventricular impedance has triggered several warnings. The ventricular lead has been manufacturer by another manufacturer and was not distributed by microport. Careful monitoring of the ventricular lead is recommended since the defibrillation system may be ineffective. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, there is a charge time issue: the charge time now 19 sec when it was 10.8 sec in may. The battery voltage is 2.95 v on (B)(6) 2024. What is happening with the battery? Additional question; why is the initial charge time at implant displayed on printouts and screens?